Event description:
The user facility alleges that the 22mm ID conical fitting of the mask could not be attached to the resuscitator. The user alleges that this problem was found twice during a code situation. No adverse effect to patient.